Event description:
Medtronic received information regarding a navigation system being used in a functional endoscopic sinus surgery (fess). It was reported that there was an out of box failure with the blade. There was no reported impact to the patient. Additional information was received stating that the reported issue occurred intra-operatively. The blade was functioning, but it was not tracking while in navigate. The manufacturer representative plugged the blade into a different port on the system and it still would not track. The other instrumentation was tracking without issue. A new blade was opened and resolved the issue. A new blade was opened and used to complete the procedure. There was no damage to the blade other than it wasn't tracking for navigation.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.